Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The surgical setup was simulated with the imaging system and spine model. Several 3d imaging spins were taken and checked for navigation accuracy. The rep was unable to duplicate the inaccuracy reported by the surgeon. The rep attended the next imaging/navigation case and there was no recurrence of the original problem. At the completion of the case, the rep checked the basic geometry error of all instruments used, plus instruments from a second set. The hardware, software, and instruments passed the system checkout. The navigation system and imaging system were found to be fully functional. The surgeon was present during these tests and was satisfied with the results. The site staff was trained to make sure that the patient reference frame (used with perc pin) is firmly locked into place before proceeding with navigation. They will continue to monitor with no further action required at this time.

Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. A medtronic representative reported this was an mis case using longitude and they were operating on l-3/l-4. The surgeon used the percutaneous pin in the ilium as a patient reference. The surgeon noted the inaccuracy after the first 2 screws were placed, everything else was quote: bang-on. A c-arm was brought in to continue and the procedure was completed successfully. A medtronic representative, following-up at the site, reported issue resolved by ensuring the patient reference, used with a percutaneous pin, is locked into place before proceeding. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was one level inaccurate. When the surgeon was touching the probe to the spinous process, the navigation system showed being one level off; the specific level was not noted, however, it was noted they were accurate laterally. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.